Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before patient use, the cs300 intra-aortic balloon pump (iabp) screen flickers with white lines. There was no patient involvement.

Manufacturer narrative:
Updated fields: e1 (site country), h6 ( type of investigation, investigation findings, investigation conclusion, component code). Additional information: e1( event site postal code): (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the pcb, video reciever, and 4 wheels and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.